Event description:
Patient brought back to or emergently 1 day post-operative CABG after unsuccessful attempts to remove swan-ganz catheter in cardiac surgery recovery unit (csru). After surgical removal from the internal jugular, catheter was noted to have an overhand knot in it. It is known, though a rare complication.